Manufacturer narrative:
There may be cases when a transcatheter intervention is indicated or performed. Although there are multiple root causes, valves are typically treated because they are not functioning optimally. The subject device is not available for evaluation, as it remains implanted in the patient. Based on the available information, a definitive root cause could not be determined. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported that a patient with a 23 mm 3000 aortic valve implanted for 13 year and 3 months, is being evaluated for a valve-in-valve procedure due to unknown reasons. The intervention is indicated but not planned or scheduled yet.

Event description:
It was reported that a patient with a 23mm 3000 aortic valve implanted for 13 year and 4 months, underwent a valve-in-valve procedure due to critical symptomatic aortic stenosis. Patient presented with congestive heart failure, nyha class 3. The procedure was performed successfully with a 23 non-edwards transcatheter valve. The patient transferred to ICU post procedure. Patient was discharged on pod# 2. Physician is advising that 13 years is the usual duration of the implant and he does not think it's a premature failure.

Manufacturer narrative:
Manufacturer narrative: updated sections: a4, b1, b2, b5, b7, d4 expiration date and UDI, h1, h4, and h6. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors. Corrected data: based on new information received, this event is no longer considered reportable.